Manufacturer narrative:
Patient¿s birthday was not provided, (B)(6) was used based on age of patient. Investigation summary: no samples or photos were submitted for investigation. Complaint for tubing defective/damaged could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that at least one bd alaris smartsite gravity set was found to have a defect and was damaged. The following information was provided by the initial reporter: "IV tubing was found to have tear".